Manufacturer narrative:
The neoblue user manual provides operating instructions to check the intensity of the light using a radiometer per the institution's procedure. The user manual also provides instructions for a qualified technician to test the intensity levels and readjust the intensity by adjusting potentiometers to achieve the desired output if required. Checking the intensity before each use is also recommended. The neoblue light intensity is factory calibrated to deliver 35 microwatts/cm2/nm at the "high" setting and 15 microwatts/cm2/nm at the "low" setting at a distance of 12 inches. This investigation is ongoing. Device not returned for evaluation.

Event description:
The customer called natus to report that their neoblue 3 led light intensity was not within specification out of the box when measured with the olympic bili-meter. Per the customer, the intensity measured 9.4 when the neoblue was set on "high" and 4.1 when set on "low". The customer was able to adjust the potentiometer to resolve the issue. Natus technical service confirmed that there was no death/serious injury, delay in treatment, or environmental/safety concerns.